Event description:
Device # 1 of 2: refer to MFR report 1627487-2014-26724. It was reported that the patient experienced burning at the ipg once while she was laying in bed. The patient was sent a replacement charging system; however, she has not tried the new charger as she is fearful of the burning returning. The patient prefers to wait until she is reimplanted with a new ipg. Surgical intervention is pending to address this issue. On 08/01/2012 st jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.